Event description:
The complainant reported,that the pump alarmed priming error, during the automatic priming cycle on the embrace pump ( list # 55336). It was reported that the device was connected to the patient. No other information regarding the patient has been provided, no other delivery information has been provided. There was no report of serious injury or illness.

Manufacturer narrative:
The lab evaluation indicated that the complaint for priming error was confirmed, and that the pump failed to function properly, due to the broken cassette door pivot point. There was no report of under-delivery or inaccurate delivery, due to the priming error. Priming error due to broken cassette door pivot point. Standard procedure includes attempting to obtain all required information from the source.